Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 1.3.3) installed on iphone xs max (ios 16.3.1) with mmt-1880 770g pump (software ver. 5.2a) was conducted and confirmed the issue was not reproduced. The software complied with the specified requirements and performed as per the expectations outlined in the software requirement and specification document (B)(4). After conducting a thorough investigation, we found that the issue was not with the applications but due to receiving 500 error codes from teneo while establishing a secure session for hats upload. The investigation from the teneo side revealed that the pump in question was not registered in their database, resulting in the error from teneo. There is no known fix or workaround from the app and teneo side for this pump. The issue has been escalated to the manufacturing team, who investigated and uncovered the root cause that the external function software interacting with our mes system (factoryworks) to fetch and store hardware and software attributes, as well as fota cert information was missing. It was found that the system still allows the units to process when it is unable to store the fota cert data and has the option to delete the xml file, but this is a low probability occurrence that could be caused by various scenarios, such as the cert data being unavailable or a communication error/disconnection. To resolve the issue going forward, manufacturing recommends turning off the xml file deletion option as a mitigation measure and the business should validate and implement a fix version of the software in the very near future. However, currently to assist with addressing the issue effectively, we have provided the helpline team with the following steps: ask the customer to replace the pump and/or wait for the fix from the business to be implemented. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
User reported receiving error message in minimed mobile application. "Complaint summary: user reported receiving error message in minimed mobile application. Investigation/testing summary: after a thorough investigation into user's carelink account, database application logs and consulting with development team it was determined that the pump was faulty or misconfigured in the related database. The following steps to resolve the issue were provided to the technical support: recommended a pump replacement for user. Verified the resolution by cross-referencing the database application logs and customer service records, confirming that the pump replacement effectively addressed the user's issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version pch00099180. (Most likely) root cause: pump was faulty or misconfigured in the related database. Analysis summary: pump not pairing, found to be issue with pump. Likely not properly registered in manufacturing database. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the server was unavailable and got error 16 when trying to upload using the minimed app. Troubleshooting was performed. The issue was not resolved. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the app. The product will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".